Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine defibrillator change out, the catheter split in half. The physician was able to extract it completely.